Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the buttons of the insulin pump are harder to press and are sticky. Customer also stated that the insulin pump rejected new batteries. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.